Event description:
It was reported that 250ml of heparin (heparin sodium, porcine/d5w 25,000u in 250ml) was programmed to infuse at 9.7ml/hr with an aptt to be checked every 6 hours. After approximately 3.5 hours the bag was empty. Stat labs were performed consisting of hemoglobin, hematocrit, pttx5, and pt. In addition the patient was monitored more closely. Normal saline was infusing in the other pump module, however it was reported to be turned off during the infusion. There was no lasting harm..

Manufacturer narrative:
The customer¿s report with a heparin infusion infusing faster than expected was not confirmed or replicated during testing. Analysis of the pcu log showed no errors or malfunctions on the reported incident date; the log identified an infusion of drug ID 108 (heparin) on 10mar2019 at 9:36 am. ¿the pcu event log confirmed pump module s/n 13518406 was programmed to infuse drug ID 108 (heparin) on 10mar2019 at 7.92 ml/hr. The infusion was stopped when the pump module was channeled off, after delivering ~72.68ml. It could not be determined from the logs why the infusion was stopped. ¿the source pump module was tested for rate accuracy, the device was delivering fluids within specification. During testing there were no observations of unregulated flow. ¿the incident disposable set was not available for testing. Testing performed on the source pump module found no obvious programming errors. Rate accuracy testing was within specification. The root cause was not identified.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that 250ml of heparin (heparin sodium, porcine/d5w 25,000u in 250ml) was programmed to infuse at 9.7ml/hr with an aptt to be checked every 6 hours. After approximately 3.5 hours the bag was empty. The medication infused faster than expected therefore stat labs were performed and they consisted of: hemoglobin, hematocrit, pttx5, and a pt. There was no lasting harm.